Event description:
The user facility in (B)(6) reported from 1500 to 3000 cpm, the cutter did not cut. No pt injury reported. Additional info reported that the aspiration continued while the cutter stopped.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.